Manufacturer narrative:
The device was returned for analysis. The reported suture break was not confirmed as the suture was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional five devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the right and left common femoral arteries was attempted with six proglide devices using the pre-close technique via 5f sheaths prior to an aorta stent graft implantation procedure. Reportedly, a suture break was noticed for all six proglide devices. The sutures of two new proglide devices were successfully pre-placed at each access site. The sheaths were upsized to 22f and the graft implantation procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.